Event description:
A pt complained of a sudden decrease of visual acuity in the left eye. The exam revealed in-bag intraocular lens (iol) dislocation downwards which had been implanted eleven years earilier, without complications. Three weeks before a yag-capsulotomy was carried out in this eye. In both eyes pseudoexfoliation syndrome (pex) was detected, without glaucoma. In the right eye, with moderate lens opacity, no surgery was carried out. After removal of the lens subluxation and implantation of an anterior lens chamber lens, intraocular pressure increased postoperatively in the left eye, which could be stablized promptly with conservative therapy. Visual acuity increased 0.8.